Event description:
It was reported that during a vns generator replacement surgery, prior to generator replacement, the patient experienced a "code blue" which may mean that resuscitation is required. Then generator replacement surgery was then completed successfully. Attempts for further information regarding event have been unsuccessful to date.